Event description:
In early 2004, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Twelve days later, the pt presented with aneurysm enlargement with no evidence of endoleak. A week later, the pt underwent a reintervention and the original devices were relined with an aortic extender and two contralateral leg components. The pt tolerated the procedure with no complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.